Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report and implant registration card received, size 21 onxace (aortic heart valve with conform-x sewing ring and extended holder) serial number (B)(4), was implanted on (B)(6) 2015 and explanted and replaced on (B)(6) 2018 with bio prosthesis due to undisclosed reasons. Additional information was received via operative notes. According to the operative notes, ¿this is a (B)(6)-year-old gentleman who several years ago underwent aortic and mitral valve mechanical valve replacement subsequently was noticed to have severe aortic and mitral regurgitation due to perivalvular leaks. He was a heavy weightlifter that might have contributed to his perivalvular leak development.¿ this investigation is relegated to the onx aortic valve.

Manufacturer narrative:
The manufacturing records for the onxace-21 sn (B)(4) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. 46.69 year old male implanted with onxm-31/33 (sn (B)(4) ) and onxace-21 (sn (B)(4) ) via double valve procedure on (B)(6)2015 and required explant on (B)(6)2018 indicated for severe aortic regurgitation due to perivalvular leak [pvl) of the aortic valve and severe mitral regurgitation due to perivalvular leak of the mitral valve. The surgeon mentions in the operative notes that the patient was a heavy weightlifter which "might have contributed to his perivalvular leak development." Pvl was noted in several spots around both valves intraoperatively. No information is available regarding indication for initial double valve procedure or other patient comorbidities. Regardless, the prior surgical history and combination of strenuous strength training (as suggested by the surgeon), would be a plausible cause for development of pvl and subsequent regurgitation. There is no indication that the reported events are attributed to the on-x valve. Pvl is a rare but recognized risk of prosthetic valve replacement, as is the possibility of explantation]. In a multicenter study with 142 on-x aortic valves followed for a mean of 4.5 years, only one case of late pvl was observed and it was repaired on re-operation [mcnicholas 2006). Another study of 184 aortic on-x patients reported 5 late pvls, of which 2 were major [palatianos 2007]. In a 10-year experience at a single center, 428 on-x implants (264 aortic and 164 mitral) resulted in two cases of paravalvular leak, both considered minor and requiring no intervention [tossios 2007]. In a european multicenter study, out of 691 on-x patients followed for a median of 5.5 years and up to 12.6 years, there were 4 observed late incidents of pvl in the aortic position [chambers 2013). Objective performance criterion report a rate of all pvl of (B)(4) patient-year major pvl of (B)(4) patient-year. The instructions for use (IFU) acknowledge the potential for perivalvular leak and explantation due to complications. The valve was performing as expected. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, size 21 onxace (aortic heart valve with conform-x sewing ring and extended holder) serial number (B)(4) , was implanted on (B)(6)2015 and explanted and replaced on (B)(6)2018 with bio prosthesis due to undisclosed reasons.